Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID neu_stylet_acc, serial# unknown, product type: accessory. Product ID 97715, serial# (B)(6), implanted: (B)(6) 2024, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the leads were also bent/curled due to the stylet issue. The bent/curled stylets were used in the patient. The stylets were returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were bent stylets in the leads causing them to curl in a "way" pattern. The cause is unknown, but the issue was resolved. The leads were implanted. The rep noted they would submit any new information that becomes available. On 2024-oct-14 the rep reported the stylets were bent coming directly out of the box. It was confirmed the issue was discovered and resolved prior to the leads being connected to the implant. No contributing factors were known. The rep replaced the curled bent tip stylets with straight stylets to resolve the issue.